Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power. Customer's blood glucose level was not reported. The customer did not receive a low battery alert prior to the off no power alert. He did not want to finish troubleshooting because he felt the insulin pump was working. The device was not returned.